Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the device intermittent restarted during discharge. There was no patient involvement. Results of functional testing indicate that the therapy pca is faulty and caused the functional test to fail. Based on the information available and the testing conducted, the cause of the reported problem was due to a faulty therapy pca. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca for which the therapy pca was replaced. The device remains at the customer site and no further evaluation is warranted at this time.